Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and a curved opening on the radius. A leak test and microscopic analysis was performed which identified a smooth crease opening on the radius, wear/abrasion and yellow biological tissue. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the radius assessed as a fold flaw opening. Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.